Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 4. The patient's ultrafiltration reading was 782 ml indicating the home patient (hp) drained 782 ml more than their programmed fill volume of 2600 ml. This information gives a total drain volume of 3382 ml (2600ml + 782ml). The hp's husband did not have many specific details about the therapy involved in this incident. However, the hp's husband does keep a log and saw that the day after the incident (2008), the hp's blood pressure went up to 197/85 whereas the normal for the hp typically runs around 160/60. The hp also felt cramping. The hp did a manual drain and the high blood pressure went back to the hp's normal. Since the hp received the replacement homechoice (hc) unit in 2008, the hp has not had any further problems and has been able to continue with peritoneal dialysis therapy well. No serious patient injury or medical intervention was reported. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain/user error, caused by an inappropriate bypass of the initial drain. The device will be routed to the service area.